Event description:
Patient revised due to loosening of the tibia.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.